Event description:
A report was received that the patient underwent an ipg revision due to charging difficulties. A database analysis confirmed premature battery depletion. The physician replaced he ipg and the patient was reportedly doing fine.

Manufacturer narrative:
A returned product analysis indicated that the complaint of the premature battery depletion of ipg has been confirmed. The analog ic (aic-u1) was damaged. The battery depletion rate with stimulation off exceeded the typical battery depletion rate. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. Monopolar electrocautery is a known source of high-voltage transient signal and current labeling warns against the use of monopolar electrocautery (refer to physician's implant manual (B)(4)).

Event description:
A report was received that the patient underwent an ipg revision due to charging difficulties. A database analysis confirmed premature battery depletion. The physician replaced he ipg and the patient was reportedly doing fine.